Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Complaint history and device product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. A root cause has not been identified. (B)(4).

Event description:
A health professional reported that during an intraocular lens (iol) implant procedure on a patient's right eye (od), the front haptic of the lens was observed to be broken in the patient's eye during implantation. The haptic was removed; however, it was not possible to remove the remainder of the lens at that moment. The iol was removed approximately two weeks later, and it was noted that the event has resolved. It is unknown if the iol or the cartridge caused/contributed to the reported event. Additional information was requested. This is one of two medical device reports being filed for this event.